Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device keypad, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The keypad was replaced and the device passed all testing.

Event description:
It was reported that the pump had a key stuck error. The event occurred during testing. There was no patient involvement and harm.